Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer display was not responding to touch. It was noted that the lower display hinge plate was missing hardware. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display does not respond to touch, a different stylus was used and there was still no response. The programmer was returned for service. There was no patient involvement.